Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the sulcoflex aspheric 653l iol batch 072e39100 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the sulcoflex aspheric 653l iol (july 2012) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the sulcoflex aspheric iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a sulcoflex aspheric 653l intraocular lens (iol). The event description provided states that the development of opacification was observed on (B)(6) 2014. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00059.